Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G1: manufacturing site name and address. H3, h4, h6: a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5397031 was released in a single batch. Batch1: lot qty of (B)(4) units were released on april 2, 2020 with no discrepancies. Batch2: lot qty of (B)(4) units were released on april 18, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the verse x25 inserter/tightener (part #: 299704230, lot #: gm5397031) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the tip of the device was stripped. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Expedium verse x25 final tightener complaint confirmed? Yes, the device received was stripped. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the verse x25 inserter/tightener (part #: 299704230, lot #: gm5397031 ). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacturer contact facility name and address.

Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6), 2021, the patient underwent for a posterior spinal fusion surgery. During the surgery, when the surgeon finally tightening the set screws, the screwdriver shaft got worn out to the point it could be further used. There was no fragment generated. The surgery was completed successfully without delay. There were no patient consequences. Concomitant device reported: unknown setscrew (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for (1) verse x25 inserter/tightener. This report is 1 of 1 (B)(4).